Event description:
It was reported to philips that intermittent exposure delay occurred after pressing the foot switch on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service resolved the system issue, but it remains under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).